Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the during the last set change customer recalls insulin dripping or squirting from end of set before connecting at their site. The customer¿s low blood glucose was 79 mg/dl at the time of incident. The customer was treated with glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.